Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone following the speaker upgrade (z-0664-05). There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit at this time. If add'l info is made available, a follow-up report will be submitted.